Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The user reported loss of fluoro and geometry control during procedure on this x-ray system. A system reboot corrected problem. This was a first time occurrence of this problem for this site. The pt was not injured.